Event description:
It was reported that the customer has a blood glucose level that kept getting higher. Customer's blood glucose level was 305 mg/dl. Customer had taken insulin and treated with a manual injection. Customer also put in a new infusion set yesterday morning. Customer ran a manual prime and the insulin exited the tubing. Pump settings were reviewed and found to be correct. Pump passed priming and high pressure tests. Customer reported that the cannula was not bent but it was occluded. Customer stated that the site is not sore or irritated. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.